Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to clean the contact pins on the scope, clean the contact pins on the clv-190, rest the error code, plug the scope back in, and restart the device. Afterwards, the issue was still persistent. The customer later confirmed the problem was related to faulty scopes and will not be sending in the device for evaluation and repair. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center displayed an e216 and b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a bad scope. Olympus will continue to monitor field performance for this device.